Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 768 mg/dl. The customer stated that she was unable to lower her blood glucose after lunch that day. The customer stated that she treated, and changed the infusion set, but continued experiencing high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history. Reviewed the bolus history, and the customer stated that several boluses were missing. Advised the customer that the insulin pump would be replaced due to the bolus history anomaly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.